Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: 100ml of the antibiotic infused over 5 minutes instead of 30 minutes. Reporter was not aware of the rate programmed on the pump. No patient injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250ml/hr and 25ml were performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was physically evaluated by a qualified technician and also performed a log review during the investigation. When the pump was evaluated, the reported issue was not observed, and due to this issues reported could not be confirmed. However, preventative maintenance service was performed. Below are the results of the investigation and the logs review: investigation results: 3x delivery accuracy of 250ml/hr and 25ml tested in spec: 1st test: 6 minutes 5 seconds or 98% of expected accuracy. 2nd test: 6 minutes 5 seconds or 98% of expected accuracy. 3rd test: 6 minutes 4 seconds or 98% of expected accuracy. Log review shows last infusion start on (B)(6) 2022 and 2:55pm with 932ml/hr and 466ml (dl: daptom; conc = 1mg/ml; total dose = 466mg; total time = 30min). At 3:02pm an air alarm stopped the infusion with a volume infused to 104.87ml.